Manufacturer narrative:
(B)(4). On an unreported date, ¿a few days prior¿ to the receipt of this report, the patient was hospitalized for the suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. The patient was hospitalized for the event. On an unreported date, the patient completed treatment for the event with unspecified antibiotic therapy (dose, frequency, and route not reported). No further information regarding the outcome of the suspected peritonitis was provided. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.